Manufacturer narrative:
His follow-up report is being submitted to relay additional information. D10: unknown - unknown simplex cement - unknown. Unknown - unknown simplex cement - unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial right total knee arthroplasty. Subsequently, approximately one year post-op, began to experience stiffness and six months later, developed pain, instability, hyperextension, and began walking with a right sided limp with slight a varus thrust. Approximately 6.5 years post-op, radiographic imaging identified varus subsidence of the tibia component with loosening at the cement bone interface and subsequently, the patient underwent a revision. During the revision, the tibial subsidence and loosening was confirmed, identified evidence of polyethylene synovitis throughout the knee, and scar tissue was excised. A mildly displaced fracture of the lateral femoral condyle was noted and an orif using screws and washers was performed. All components except for the patella were revised and the surgery was completed without complication. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 no product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision surgical notes: poly removed with no obvious signs of wear or pitting, evidence of polyethylene synovitis throughout knee. Tibial component grossly loose and subsided into extension and varus. Noted a mildly displaced fracture of the half of the lateral femoral condyle with the lateral collateral still attached. Pre-revision note: currently walking with right sided limp with slight varus thrust, trace effusion, rom 0-120 with no frank instability. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that prior to the revision surgery, the patient complained of pain in her knee. She had imaging and additional testing performed by her surgeon which identified the tibial component had loosened. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). D10: 00576401552 - femoral component option for cemented use only size e right - 62928733. 00596403212 - articular surface size ef 12 mm height "use with plate 3 - 62736191. 00597206529 - all poly petella standard cemented size 29 mm diameter 8.0 mm thickness - 62837116. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery on. Approximately 7 years post-op, the patient was revised due to tibial loosening. Attempts have been made and all available information has been provided.